Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device had logged an event code indicating that the device had not delivered a defibrillation shock. Physio replaced the therapy pcb assembly, the main keypad assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. Follow-up information: physio further evaluated the removed therapy pcb assembly. No failures were observed for the therapy pcb assembly. Physio also evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to a failure of the shock key, located on the main keypad assembly.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the reported issue. It was observed that the device had logged an event code indicating that the device had not delivered a defibrillation shock. Physio replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device had been used on a patient and that they had administered three defibrillation shocks to the patient with that device. When they checked the electronic patient record from the event, only two defibrillation shocks had been recorded. Based on the electronic patient record, the third shock was not administered to the patient. The cardiac arrest of the patient was unwitnessed but bystanders heard the patient collapse. Bystanders provided manual CPR. The ambulance crew connected the patient to the device which was powered on at 14:20. According to the crew a shock was delivered to the patient at 14:21. At 14:28 second shock of 360 joules was administered to the patient, and a third 360 joules shock was administered at 14:31. After this third shock the crew gave the patient adrenaline and amiodarone. At 14:43, it was observed that the red service led on the device was illuminated but the device still functioned at that time (paddles lead monitoring and etco2). At that time the patient was in asystole. The resuscitation was terminated at 15:02. The patient had expired. The customer's medical director did not believe that the reported issue contributed to the patient outcome.